Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication the alleged product issue caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-apr-2019 with the following findings: on investigation, the display screen demonstrated a dim/fading/color spectrum issue as alleged in the initial complaint. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. .